Event description:
These instruments stopped functioning while in use; in both cases the generator did not activate. There was no effect on tissue, as well as there was no sound indicating the generator was activating. (Note: two different lot numbers). This incident did not affect the tissue, and the surgery was able to be completed with a new instrument. The patient tolerated the procedure well, and was taken to the recovery room in stable condition.we have a cd video of this surgery; the instrument issues are seen at 8 min 50 seconds, and at 32 minutes. A copy of this cd was fedex-ed to the vendor, along with the instruments.we have a cd of this surgery; the instrument issues are seen at 8 min 50 seconds, and at 32 minutes. A copy of this cd was fedexed to the vendor, along with the instruments.